Manufacturer narrative:
Additional information: b5, b6, b7 and h11. B5: upon follow up, it was reported, the patient recovered from the second episode of peritonitis and cloudy pd effluent. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced episode of peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day of event diagnosis, the patient was admitted to the hospital and treated with vancomycin injection (1gm, once in 4 days, intraperitoneal) and amikacin injection (125 mg, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.